Manufacturer narrative:
(B)(4). The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the customer alleges the device would not deflate prior to use. There was no pt involvement reported.